Manufacturer narrative:
The customer was provided with a quote for service/ repair of the device. The quote for service was not approved by the customer. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.

Event description:
It was reported that the ventilator runs on battery even when plugged into alternating current (ac) and will not go into standby mode. There was no patient involvement.